Manufacturer narrative:
(B)(4).

Event description:
It was reported that helix screw on the lead was unable to extend. Lead was not implanted and a new lead was implanted. Patient had no adverse consequences.